Event description:
Multisystem organ failure [multi-organ failure]. Case description: spontaneous report was rec'd on (B)(4) 2012 from a physician assistant via a company rep regarding a (B)(6) male pt, initials (B)(6), with thermal burn. The pt's medical history was not provided. On (B)(6) 2012, the pt was grafted with 96 grafts of epicel (lot # ee01633). On (B)(6) 2012, the pt was grafted with 96 grafts of epicel (lot # ee01633a). On (B)(6) 2012, the pt was grafted with 96 grafts of epicel (lot # ee01641). On an unspecified date, the pt experienced multisystem organ failure (start date unspecified) and died on (B)(6) 2012. Concomitant medications were not provided. The intensity for the event of multisystem organ failure was not provided. The relationship between epicel and the event of multisystem organ failure was not provided by the rptr. The sterility and environmental monitoring results were rec'd on (B)(4) 2012. All sterility results for the production of epicel lot ee01633 were negative for contamination. On (B)(4) 2012, add'l info was rec'd in the form of the biopsy transmittal form. Pt initials were updated to (B)(6). The pt's height and weight were reported as (B)(6), respectively. On (B)(6) 2012, the pt sustained 70% total body surface area burns, with 40% second degree burns and 30% third degree burns and was admitted to the hospital. The pt's biopsy were taken on (B)(6) 2012 from the right and left groin.

Manufacturer narrative:
MFR's comment: the benefit risk relationship of epicel is not affected by this report.